Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a tka surgery using rosa instrumentation, the femoral pin cracked while drilling and part of the pin was lost in the patient's femur. New pins were opened and the procedure continued. After the procedure, an x-ray was taken and the surgeon decided to leave the fragment inside the patient. There was no additional patient impact reported. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The subject device was returned for evaluation. Technical and visual inspection was performed per ¿sme subject matter expert¿ and visual inspection confirmed the broken end of the pin. Review of the DHR identified no deviation or anomalies related to the reported complaint event. The definitive root cause could not be determined based on the information available. Potential contributing factors may include excessive force applied during insertion or removal. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a tka surgery using robotic assisted technology, the femoral pin cracked while drilling and part of the pin was lost in the patient's femur. New pins were opened and the procedure continued. After the procedure, an x-ray was taken and the surgeon decided to leave the fragment inside the patient. There was no additional patient impact reported. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a tka surgery using rosa instrumentation, the femoral pin cracked while drilling and part of the pin was lost in the patient's femur. New pins were opened and the procedure continued. After the procedure, an x-ray was taken and the surgeon decided to leave the fragment inside the patient. There was no additional patient impact reported. It was reported that no further information is available.